Manufacturer narrative:
The events of seroma and lymphoma-alcl are physiological complaints, and analysis of the device generally does not assist allergan in determining a probable cause for these events. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Therapeutic goods administration (tga) reported left side "seroma," "tumour in capsule lining," and "anaplastic large cell lymphoma." A "capsulectomy" was performed. The device was explanted.